Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45, implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that post-implant, the lead pulled back with loss of capture, resulting in the patient experiencing asystole. The lead was then repositioned two hours after initial placement. The lead pulled back again the next day, so the lead was explanted and replaced with an active fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.